Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 28/may/2019 and inspection of the unit was performed on 29/may/2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection. Cut on insertion tube at stage 1. Segment screw screws missing at insertion tube. Primary operation channel resistance. Failed dry leak test. Segment steel braid cut. Failed wet leak test. Vertical lines in image. Distal cap/ case cracked. Fluid invasion not observed in control body. Fluid invasion not observed in pve connector. Bending rubber pinhole. Segment compressed. Bending rubber leak at middle section. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the customer upon completion.